Event description:
Dr. (B)(6), called with a patient that was just in for a routine filling. The patient is a (B)(6) male. The doctor said as his assistant handed the micro brush with the gluma desensitizer on it to him; a small drop fell in the patient's eye. The patient was not wearing glasses. The doctor asked what he should do and I explained the msds says the eye needs to be flushed with running water and the patient should see his doctor. He said they flushed his eyes for several minutes and released him because he was feeling much more comfortable. The doctor said he told the patient to see his doctor if he has pain with the eye. Dr. (B)(6) said the eye was still red when the patient left but was not in pain. The doctor was asked if we could send him the msds and dfu and he said that he did not need them. The doctor was asked if we could contact him next week to follow up on this and he said we could. On (B)(6) 2011, we called and spoke with (B)(6). She said the patient is fine and there have been no further incidents. (B)(4).

Manufacturer narrative:
This device did not cause a serious injury, however the event could have contributed to a serious injury. This device did not cause a serious injury, however, could have contributed to a serious injury. The device was not returned for evaluation. The labeling specification indicates the requirement for eye protection for the user and patient. The injury experienced is a result of the dentist dropping the product in the patient's eye. Necessary precaution to protect the eye was not protected by the dentist.